Event description:
A caregiver reported the patient had a stroke while in treatment on (B)(6) 2015. A follow up was conducted with a peritoneal dialysis nurse. She confirmed the patient was hospitalized from (B)(6) 2015 for a transient ischemic attack. Medical records were requested and were not made available.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.